Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests leak was identified between the mz100 and the connecting product during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer's reported issue of a leak was confirmed. Visual inspection identified a hairline crack on the female luer of seven of the returned maxzero components. Functional testing showed leakage from the crack on seven of the returned samples. The root cause of the customer's report was not identified.

Event description:
The reported feedback suggests leak was identified between the mz100 and the connecting product during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.